Event description:
It was reported to boston scientific corporation that a radial jaw 4 gastropediatric biopsy forceps device was used during a biopsy procedure performed on (B)(6), 2012.according to the complainant, during the procedure, four biopsies were retrieved from the patient's stomach; however, the dual pullwires broke after retrieving the fourth specimen. The procedure was ended after this event occurred. Reportedly, no part of the forceps detached into the patient.there were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
A visual examination found that the device returned with one pullwire broken and one pullwire kinked and detached. Further analysis of the pullwires determined that the fracture occurred due to a bending cyclic event. One wire exhibited smeared material indicative of a post separation event. The second pullwire showed evidence of fatigue striations and twisted material typical of a torsion event. Additionally, both pullwires presented with areas of dimples ruptures. No material anomalies were noted. Functionally, the unit was not tested due to the return condition. The condition of the returned incident device was consistent with the complaint that the pullwire was broken. The specific cause of the failure cannot be identified at this time; however, an investigation is underway to address pullwire issues. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a radial jaw 4 gastropediatric biopsy forceps device was used during a biopsy procedure performed on (B)(6), 2012. According to the complainant, during the procedure, four biopsies were retrieved from the patient's stomach; however, the dual pullwires broke after retrieving the fourth specimen. The procedure was ended after this event occurred. Reportedly, no part of the forceps detached into the patient. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
(B)(4):the device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.